Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise on the rv channel, which was oversensed and caused pacing inhibition of approximately 2 seconds. There was a slight increase in rv pacing impedance measurements; however, no out of range measurements were observed. Lead measurements were overall stable. The rv sensitivity had been reprogrammed. The patient would continue to be monitored at regular follow-ups. No additional adverse patient effects were reported. The lead remains in service.